Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the sds not being coaxially aligned, such that as the stent delivery system (sds) was being advanced it interacted with the guiding catheter causing resistance. Interaction with the guiding catheter and/or manipulation of the device resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the diagonal left anterior descending coronary artery. The xience alpine 3.50 x 23 mm stent delivery system was advanced to the target lesion and resistance was met with the guiding catheter. Optical coherence tomography showed the stent could not be seen. The physician thought he saw the stent in the guiding catheter and the entire system was removed, however the stent was not retrieved from the guiding catheter. The guiding catheter was then cut open exposing the wire braiding and was difficult to visualize if the stent was in the guiding catheter due to the extensive amount of wire braiding. However, it was confirmed that the stent was not left in the patient. The procedure was completed with percutaneous coronary intervention being performed. It was confirmed that the device was inspected prior to entering the patient and confirmed that the stent was on the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The patient had a good outcome. No additional information was provided.